Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to oversensing. The source was unable to be identified and no damage to the lead was noted via imaging. A new rv lead was successfully implanted. No additional adverse patient effects were reported.